Event description:
It was reported that during the fitting of a cochlear implant, the tool was broken during the drilling process. A piece of it was found in the patient¿s body. The surgeon stopped what he was doing and recovered the part of the drill that had broken off. It was also reported that the procedure was completed with back up device and there was a delay for few minutes to identify the broken piece. No patient impact reported.

Manufacturer narrative:
H3: no conclusion can be drawn, as the device was discarded by the customer. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.